Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation flow: damage/device interaction. Visual inspection: the va lockscr ø2.7 head 2.4 self-tap l40 ta (p/n 04.211.040s lot 4l50952) was received with the proximal shaft threads and the screw head threads significantly stripped and damaged. Metal shavings from the damaged threads were also observed on the screw head. Functional inspection: functional testing could not be completed as the mating plate was not received for evaluation. However, the damaged threads of the returned screw can cause the inability to lock to plates or supports the reported complaint condition of unable to lock.. Dimensional inspection: drawing: 2.7mm va locking screw 02_211_008 rev c result: the measured major diameter of the damaged threads are non-conforming due to the damage. The non-damaged threads and screw head diameter are conforming to specification. Measurement device: om147. Document/specification review: the following drawings, reflecting the manufactured and current revision, were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the va lockscr ø2.7 head 2.4 self-tap l40 ta (p/n 04.211.040s lot 4l50952) as the proximal shaft threads and the screw head threads were significantly stripped and damaged. The damaged threads of the returned screw can cause the inability to lock to plates or supports the reported complaint condition of unable to lock. No definitive root cause could be determined. It is possible that cross threading or excessive/over torque was used during insertion. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: steril article. Part: 04.211.040s. Lot: 4l50952. Manufacturing site: selzach. Supplier: (B)(4). Release to warehouse date: may 03, 2019. Expiry date: april 01, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. "Unsterile" article. Part: 04.211.040. Lot: h839770. Manufacturing site: monument. Manufacturing location: monument. Manufacturing date: 06-mar-2019. Part number: 04.211.040, 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 40mm. Lot number: h839770 (non-sterile). Lot quantity: 236 . Work order traveler met all inspection acceptance criteria. Inspection sheet, in process/inspect dimensional/final inspection, ns049907 rev n met all inspection acceptance criteria. Packaging label log (pll) lmd rev ab was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.211.040.999, 2.8mm ti screw blank 40mm 02.7 variable angle w/sd8. Lot number: h778306. Lot quantity: 912. Work order traveler met all inspection acceptance criteria. Inspection sheet, inspect warm head blank/inspect turn head and point, ns072130 rev b met all inspection acceptance criteria. Device history review: aug 27, 2019: DHR reviewed. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted the patient status/outcome was stable.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. B5, d10 h3, h6: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device history review, part: 04.211.040s sterile device, lot: 4l50952, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: 03. May 2019, expiry date: 01. April 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Unsterile, part: 04.211.040, lot: h839770, manufacturing site: (B)(4). Manufacturing location: (B)(4), manufacturing date: 06-mar-2019, part number: 04.211.040, 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 40mm, lot number: h839770 (non-sterile), lot quantity: 236. Work order traveler met all inspection acceptance criteria. Inspection sheet, in process/inspect dimensional/final inspection, met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.211.040.999, 2.8mm ti screw blank 40mm 02.7 variable angle w/sd8, lot number: h778306, lot quantity: 912, work order traveler met all inspection acceptance criteria. Inspection sheet, inspect warm head blank/inspect turn head and point, met all inspection acceptance criteria. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent osteosynthesis surgery for the distal humerus fracture with the va distal humerus plate and the va locking screws (40mm). When the surgeon inserted the first screw, the screw didn¿t lock a plate and it slipped. The surgeon inserted another screw, but the screw didn¿t lock either. When the surgeon inserted a longer screw (42mm), it could lock, and he finished the surgery. The surgery was delayed by less than 30 minutes. Concomitant device reported: unk plates: trauma (part# unknown, lot# unknown, quantity# 1). This is report 1 of 2 for (B)(4).